Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient presented to the hospital to cap and replace the lead due to lead noise. The cause of the noise is unknown. No further information is available.